Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that after the surgery, the doctor found the device did not function properly. As a result, the device was removed and a breakage in the valve and siphon guard was found.